Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after blood was exiting the marker lumen and as the device was being pulled back to position it, resistance was met and the shaft broke leaving the distal end of the shaft in the anatomy. A small incision was made and hemostats were used to remove the broken shaft. Another proglide was used to achieve hemostasis. After the second proglide was removed, oozing occurred and manual compression was applied. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The perclose proglide (part 12673-03, lot 920346h), indicated is being filed under a separate medwatch MFR#.